Event description:
The user facility reported that an employee experienced back and thigh pain and discomfort after unloading their atlas transfer carriage. It is unknown if medical treatment was sought or administered.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the loading carriage was not aligned to the rail inside the sterilizer. The technician noted that the loading carriage was misaligned due to the wear on the front wheels of the loading carriage. To resolve the issue, the technician replaced the wheels and adjusted the rail and carriage height inside the sterilizer. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.